Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced with a smaller model. Reportedly, the patient and physician decided a smaller ipg model would be more comfortable for the patient. Follow up information received identified the reported issue has been resolved.